Event description:
It was reported during a hip revision procedure, the surgeon reamed with distal reamers to prepare for a 150mm arcos sts stem. It was discovered that no 150mm arcos sts trials were sent out. The tray instead had porous trials. As a result, the surgeon used a stem that corresponded to the reamed size. However, the stem subsided and a stem 2mm size bigger was opened. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.